Manufacturer narrative:
On (B)(6) 2015 the field service engineer (fse) found a drip coming from the wbc bath. The fse replaced the bath and seals and the instrument ran without leaks and backgrounds were verified. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained fluid leak of less than 10 ml from bath inside the coulter lh780 hematology analyzer. The instrument was failing white blood cell backgrounds at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.